Manufacturer narrative:
(B)(4). Batch # t5cm5c. Additional information was requested, and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Response: there is no further information. Device analysis: the analysis results showed that one ec60a device was returned with the closing trigger and anvil in closed position and articulated to left. An ecr60d cartridge reload loaded in the device. The reload was received partially fired 1/3. After further evaluation, the device could not be opened. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. The partially fired is consistent with an incomplete or interrupted cycle. The damaged on the knife is consistent with applying a high force to the firing trigger on a locked device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device didn't work. It was defective. There were no patient consequences.